Event description:
Customer states unit gave blower temp high alarm message on screen during use, unit continued to cycle breaths and no patient harm reported, unit removed from patient without incident, error code 1122 noted in event log and both filters were extremely dirty upon inspection. Investigation is ongoing.

Manufacturer narrative:
H11: it was reported that the cooling fan was functional, and customer has replaced both filters. Blower temp in pneumatics is 21 c (celsius). Of note, no medical intervention provided to the patient, nor a delay was noted. The rse advised the customer to run the unit overnight and check for error message on screen or error code in log, also check blower temp reading in pneumatics for <95 c. The customer acknowledged and will perform full pvt (performance verification test) testing after run in is complete or replace blower assembly if problem persists. H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.